Event description:
An endurant ii cuff was implanted during the endovascular treatment of a ia endoleak. It was reported that during the index procedure, the deployment shaft broke inside the patient and the tip of the device remained in the patient. It took 2 hours to remove the device and the intima of the right femoral artery was damaged which required extensive repair. The cause of the tip detachment is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: an image of the detached taper tip which is curved and deformed. The hypotube with the collar is visible distal to the spindle/graft cover tip. Fragment of the femoral artery intima are also visible. The reported detachment and deformation are confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : it was reported that the physician experienced significant resistance while moving the delivery system when attempting to recapture the spindle, raising concerns about it being stuck. The physician could not definitively determine the cause of the resistance but noted it was felt with the back end wheel. Despite the resistance, the graft was still in the correct place , though a follow-up CT scan revealed that a suprarenal stent was angled into the aorta. The physician had to snare the wire the cone was on and remove both the snare and the nose cone tip at the same time. They were side by side in the non-medtronic 18fr sheath and the nose cone bent at the tip into a u shape, causing a small dissection in the aorta. The patient had a history of open surgery and developed an anastomotic aneurysm proximally. The physician noted that on the previous open surgery, the native proximal vessel diameter measured initially 20mm and then 22-23mm. It was stated that there was no excessive infrarenal angulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.